Event description:
The reporter stated the surgeon used a micl 12.6mm implantable collamer lens. The lens started to rotate/ flip in the delivery system as it was being advanced. There was pt contact, but the lens was not inserted into the eye. There was no pt injury. Another same model and size lens was implanted. This incident was due to loading technique.

Manufacturer narrative:
(B)(4) other (lens rotated/flipped in delivery system), unlabeled. Evaluation results: (other): visual inspection of the returned product found haptic is torn. Lens was returned dry in vial. There was evidence of reddish residue on lens surface. Conclusions: (other): based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to technical error. (B)(4).